Event description:
Pt went to doctor's office to receive his 6th injection of zoladex subq, the nurse suggested that he lay down instead of sitting and injected medication in the abdomen subq. When pt got home he had extreme abdominal pain and the following day went to the emergency room for eval. Emergency room doctor said he was ok and sent pt home with tylenol and ice pack. Later on that day, pt stated pain was getting worse and his abdomen became distended. He went back to emergency room, had CT scan of abdomen done and found out he had a laceration epigastric artery and loss of 4 pints of blood which was still in abdomen. Interventional radiology was performed and pt had 26 platinum coils placed in abdomen to stop bleeding. Pt was sent to ICU. Pt contacted astrazeneca and they stated they would file a report with FDA, but in a follow-up call astrazeneca said it was no need, that a little bleeding was normal from injection. Pt contacted hospital and said they stated that the syringe used for injection was defective. Pt was told the 4 pints of blood would be reabsorbed by the body and he is still having pain and recovering up until today. Pt states he is very concerned about what happened and wants to know if the zoladex injections caused this or the nurse who gave the injection.